Manufacturer narrative:
Findings: motor error alarmed during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion, occlusion, prime/a33, the excessive no delivery test due to motor error alarm. The motor wasted outside the device and passed motor test. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.